Event description:
#Medwatcher #(B)(4). Well, my periods are abnormal. I won't get it for 2 months then it'll come and I'll bleed for like 3 days and huge blood clots, terrible cramping. Hurts during intercourse all the time. Hormones are wacked. Urinate more then normal. Been to ER lots due to heavy bleeding and cramping thought had a miscarriage a few times. Get bladder infections more frequently, never really had them till then. Body is worse then before I got this and also gained some serious weight from it over the years!!